Event description:
This is #1 of 2 nurses who associate their development of *tendonitis* with the spiking of mini IV bags with the blunt cannula. Both nurses are right hand dominant, and both cases occurred in the oncology unit where the nurses spiked 30 to 40 bags per day. Case #1: the tendonitis was located in the left elbow. Nurse had history of tendonitis "for different reasons" as well as started wearing a 'tennis hand" for self therapy.